Event description:
It was reported that the left ventricular (lv) lead was removed approximately two weeks post-implant due to dislodgement and lack of stability that the physician termed "lead creep". It appeared that the lead was pushing itself out of the venous system with each contraction. During the replacement procedure, two leads also had stability issues. Per the physician, the lead design is not amenable to providing stability. The leads were not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis revealed no anomalies. However, blood/body fluid was present on the distal conductor (not obstructed). (B)(4): the full lead was returned and analysis revealed no anomalies. However, there was blood/body fluid on all conductors (not obstructed). (B)(4): the full lead was returned and analysis revealed no anomalies. However, blood/body fluid was present on the distal conductor (not obstructed).